Event description:
The customer called to report discrepancies between the sensor glucose and blood glucose readings. The customer reported a blood glucose of 24 mg/dl, but a sensor glucose of 89 mg/dl. The customer then stated that there were three hospitalizations due to low blood glucose levels. The first event was ten years ago. The customer was driving, and was in an accident because his glucose monitor didn't alert him of his low blood glucose levels. The second event was five years ago. The customer was in the hospital with low blood glucose levels, and again, the glucose monitor didn't alert him of his low blood glucose. The third event was also five years ago. The customer was hospitalized after experiencing low blood glucose levels and a seizure. The customer had no further information as these events were so long ago. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2013-94524.